Event description:
It was reported the momentary safety switch failed to operate as designed. Examination of the switch revealed that it was stuck in the "on" position. After activating the switch, it began functioning properly. We were unable to determine whether the malfunction was due to a defect in the component or some substance had penetrated the switch housing and defeated the safety action of the spring-loaded switch. We replaced the switch as a precautionary measure.

Manufacturer narrative:
It was reported the momentary safety switch failed to operate as designed. Examination of the switch revealed that it was stuck in the "on" position. After activating the switch, it began functioning properly. We were unable to determine whether the malfunction was due to a defect in the component or some substance had penetrated the switch housing and defeated the safety action of the spring-loaded switch. We replaced the switch as a precautionary measure.